Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, or the like, as detailed below: coating of the insertion section peeled off. The insertion tube was scratched. The bending tube and insertion tube were dented. The user can detect the suggested event properly by handling device in accordance with the following instructions for use (IFU): "preparation and inspection_ inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU: "important information ¿ please read before use. Warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual_ general policy. Precautions_warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal. Warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer, switch four (4) on the evis lucera bronchovideoscope did not work. The issue was detected during preparation for use. The intended diagnostic procedure was completed with a similar device with no surgical delay. No patient injury was reported. During the evaluation of the device, it was noted the coating on the connecting tube was peeled off due to deterioration. This report is to capture the reportable malfunction of coating on the connecting tube was peeled off due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. Switch one (1) did not work due to breakage. The connecting tube and bending tube were dented. The connecting tube was corrugated and worn. The channel tube had a pinhole and failed the waterproof test. The control section and grip were dirty. The angulation in the up direction was out of standards due to the worn angle wire. The scope connector and electrical connector were corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.